Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix extended and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism was normal. The cause of the reported event was isolated to the helix being clogged with blood / tissue. Electrical testing was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had retracted upon burrowing the lead. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.